Event description:
During the g3 removing surgery, when the surgeon tried to removing u-blade from the u-lag screw, u-blade was not able to be pulled out. When the surgeon tried to have pulled out u-blade further, u-lag screw was slide to the outside with the u-blade. Therefore, the surgeon tried to pull out u-blade by the plier and u-blade was broken in the base. Afterwards, the surgeon removed broken u-blade and completed the operation.

Manufacturer narrative:
Device was discarded by the hospital. If additional information becomes available, it will be reported on a supplemental report.